Manufacturer narrative:
A non-conformance based review could not be performed as the serial number of the device is unknown. A review for complaints reported against this device was not found as the sn/batch/lot are not available. Service history was reviewed for the system. No service record relevant to the complaint reported event was found. Surgical systems are verified to meet specifications after installation and customer-initiated servicing in accordance with the applicable service test procedure (stp). The customer reported that their laser did not work - no impulse. Based on the information available, the customer reported event cannot be confirmed. Based on the information obtained, the root cause of the reported event is inconclusive. The root cause of the reported event is inconclusive. Therefore, no further actions will be pursued at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Similar incident/event data was collected for the associated reported events. Quality assurance will continue to perform periodic monitoring for evidence of adverse trending and take further action as appropriate. Refer to the attached file. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that before cataract surgery and retinal detachment surgery, an ophthalmic system laser did not work. The surgery was completed without any patient harm. Procedure details were not reported. Additional information has been requested.